Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the stapler was not able to fire. The surgeon was able to press the green button. Surgeon didn't remember at what step the device stopped working. They used another device to complete the case. There was no patient injury.